Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to redundancy. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, the rv and ra leads were removed. Re-implant of the leads took place with some difficulty, and the patient's blood pressure dropped. Rescue efforts began, including a rescue balloon and extracorporeal membrane oxygenation (ECMO). An svc/innominate junction perforation was suspected; however, rescue efforts were unsuccessful. It is unknown if the perforation occurred during extraction or re-implant. The patient did not survive the procedure. This report captures the 14f glidelight used in the procedure when a perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3. The glidelight was discarded, thus no product investigation was performed. H6. Per IFU, perforation and death are listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.